Manufacturer narrative:
(B)(4). D10: 30103606 g7 vit e neutral lnr 36mm f 66891507. G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cup and liner were separated in the body. A revision surgery was performed to replace the implants. The liner and head were replaced in this revision surgery. The g7 cup continues to be used.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4).

Event description:
No additional event information to report at this time.